Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was received with normal operating currents and no unexpected off no power, low battery alarm or failed battery test alarms, or blank display was noted. No physical damage was noted to the battery cap. The insulin pump had minor scratches on the display window and cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the battery in the insulin pump died without warning. The customer replaced the battery and the insulin pump was functioning again, and passed the self test. The customer was experiencing high blood glucose and treated with manual injections. The customer reported that the battery compartment looked good. The insulin is not clouded or expired. The customer was sent a new battery cap but the battery issue persisted. The insulin pump alarmed for a failed battery test. The customer did not provide a blood glucose reading. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.